Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated multiple low battery warnings with code 177 and two replace battery alarms with code 128, as well as evidence of multiple partially discharged battery installations. During a visual inspection of the pump, the battery compartment and cap threads were observed to be damaged. The battery cap did not secure properly to the pump to maintain power. A test cap was used to complete investigation. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the display screen appeared dim and discolored. Additionally, all of the pump keypad buttons were intermittently unresponsive. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump battery life was quickly becoming low after battery replacements. The battery compartment threads were also allegedly damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.